Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 407652 ra lead, implanted: (B)(6) 2012; 693265 rv lead: (B)(6) 2000. (B)(4).

Event description:
It was reported that there was possible p wave under sensing on the right atrial (ra) lead. It was also reported that the left ventricular (lv) lead exhibited increased thresholds that remained within normal limits. It was also reported that the implantable cardioverter defibrillator (ICD) experienced a detection issue with rapid ventricular response which resulted in an inappropriate shock. The system remains in use. No further patient complications have been reported as a result of this event.